Event description:
The customer reported that the unit was given error code messages of data acquisition (da) pcba adc failed and pressure regulation high. The customer reported there was no patient involvement.